Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6) 2010: covidien (B)(4) reports; customer states on the (B)(6) 2012, the CT was preparing a routine empty syringe fill using two (B)(4). One syringe was filled with 90mls of niapam 400 and the other with 50mls of saline. There was only one person preparing the injection. The injection was carried out at 5mls per second. It was only until air was detected on the images that concerns arose. The consultant estimated that approximately 20mls of air had been injected into the patient via IV. The patient suffered no ill effects during and after the injection, but was kept in for observation in ccu overnight, as a precaution. The patient was discharged the following day.